Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination and mineral deposits indicating water ingress in the device the manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. Additionally, there were some technical findings like error code. The manufacturer also confirmed thermal event on the humidifier harness connector and pca. The manufacturer concludes dust like contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was evaluated by the product investigation laboratory. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil used a known good pil supplied humidifier on base device and verified the heater plate did not heat. Pil used a pil supplied known good, heated tube on the known good pil supplied humidifier and verified tube did not heat. Therefore, due to this discovery it is possible that humidification was inoperative while the device was in use because of the j9 thermal event. During visual inspection of the device, pil was able to confirm the complaint of burnt humidifier base cable. There was no evidence of sound abatement foam degradation/breakdown in this device. The sound abatement foam was intact. Secondary observations from the external and internal inspection of the device included that the air inlet filter missing and user interface knob was broken. The air outlet port, air inlet, printed circuit assembly (pca), blower box lid, blower motor, air inlet seal, and bottom enclosure had a dust like contamination. The source of contamination was most likely external to the device. There were potential mineral deposits in the air outlet port, blower box and on the bottom and inside the blower motor, indicating possible water ingress. UDI related data quality updates only the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. The "problem code grid" and "component code grid" has been corrected in this report and h10 has been updated with relevant evaluation findings. In this report, box d, h has been updated/corrected.